Manufacturer narrative:
Date of event was approximated to (B)(6) 2021, explant date, as no event date was reported. The complainant was unable to provide the lot number of the suspect device. Therefore, the manufacture and expiration dates are unknown. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). The assistant implant surgeon is: (B)(6). The explant surgeon ((B)(6) 2021 procedure) is: (B)(6). The colorectal surgery surgeon is: (B)(6). The surgery fellow is: (B)(6). The explant surgeon ((B)(6) 2021 procedure) is: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a lynx system was implanted during a vaginal hysterectomy, colpopexy (intraperitoneal), sling operation, post colporrhaphy (rectum/vagina) and scope of bladder and urethra procedures for the preoperative diagnoses of midline cystocele, rectocele, uterine prolapse without mention of vaginal wall prolapse, and female stress incontinence performed on (B)(6) 2012. Complications included ureteral obstruction on the right after tying the vaginal vault suspension sutures; this was relieved by cutting the upper vault suspension suture on the right. On (B)(6) 2021, the patient sought consult as she was having problems with outlet dysfunction and was found on defecography to have intra-anal intussusception with large amounts of retained contrast and an anterior rectocele. It was also noted that the patient had some incontinence. She had already undergone pelvic floor physical therapy and had also undergone a pelvic floor surgery with placement of unspecified y-mesh on an unspecified date. The patient felt that her mesh had given way and it was no longer helping her. Therefore, the patient wanted to undergo ventral mesh rectopexy robotically which was done on (B)(6) 2021 (of note, the medical records provided appear to indicate the ventral mesh rectopexy and other procedures were performed on (B)(6) 2021). On (B)(6) 2021, the patient underwent vaginal mesh excision, sling excision, and cystoscopy for the preoperative diagnoses of dyspareunia, urinary obstruction, and erosion of the vaginal and suburethral mesh. She additional underwent robotic ventral mesh rectopexy for the preoperative diagnoses of rectocele and internal complete rectal prolapse with intussusception of rectosigmoid. The complete operative report for the procedures was not provided to boston scientific corporation. Since the operation, the patient experienced increased pain as well as other multiple gi problems. In the physician's assessment, some of the problems experienced by the patient were due to the mesh; but not all of them. Removal of the mesh was advised by the physician but the physician was not sure if it was going to help all the gi problems that the patient was experiencing. On (B)(6) 2021, the patient was seen for a follow-up and pre-surgical consultation for continued abdominal pain after ventral mesh rectopexy. Although the patient was doing ok, the patient verbalized that she was still having a lot of problems with tightness, pressure and pulling. She was attributing these to the mesh but was also having problems with moving and eating, but she can tolerate small amounts by mouth. Patient reported some nausea, some vomiting and pain was still a problem. Bleeding was gone. Draining was gone. The patient also reported to have small amounts of bowel movements in the morning but are difficult and require a lot of positioning. The patient was using miralax, was off pain medications, and she wanted to have the ventral mesh removed. On (B)(6) 2021, the patient underwent rectopexy mesh removal, and abdominal removal of apical vaginal mesh and retropubic sling remnants for the preoperative diagnoses of pelvic pain, abdominal pain, dyspareunia, and mesh-related complications. The rectopexy mesh was identified and completely removed robotically. A flexible sigmoidoscopy was performed and showed no injury to the rectum. The vaginal apical mesh was inspected and was noted to be fibrotic and very flimsy. A decision was made by the physician to proceed with an open approach. A pfannenstiel incision was created two (2) centimeters above the pubic symphysis and the rectus muscles were separated in the midline. The fascia was then detached superiorly and inferiorly. The peritoneum was then entered sharply and a medium-sized wound protector was inserted into the abdominal incision. The bowel was then packed using four (4) laparotomy pads. Two (2) were rolled internally and the other two (2) were rolled externally. The vaginal apex was grasped with allis clamps and a combination of sharp and blunt dissection was performed circumferentially, excising the mesh from the anterior vaginal wall as well as the posterior vaginal wall. The enterolateral vagina was entered inadvertently at the time of sharp dissection. This was repaired in a running fashion using #0 vicryl. This was felt not to compromise the vaginal length or caliber. Ultimately, the y-mesh was detached intact from the most distal to the most proximal aspects and the vagina was palpated and felt to be mesh-free. A hemostatic agent, arista, was applied to this region. The patient condition at the conclusion of the procedure was reported to be stable. Specimens submitted to pathology included a peritoneal nodule from the abdomen, rectopexy mesh, apical vaginal mesh, and retropubic sling mesh remnants. The pathology report was not included in the medical records.